Event description:
Reporter alleged obtaining the results of 460 mg/dl and 128 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took 500 mg of metformin about 20 minutes prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.